Event description:
It was reported; procedure was an acdf 6-7. During the procedure doctor was unable to remove the screw out of the plate. After 5 attempts to remove the screw he decided to leave it in.

Manufacturer narrative:
Method: device was not returned. Results: manufacturing files could not be reviewed due to no lot number provided. Device inspection could not be performed as no device was returned. Conclusion: the probably cause in this case is not removing the screws locked as recommended in the surgical technique.

Event description:
It was reported; procedure was an acdf 6-7. During the procedure doctor was unable to remove the screw out of the plate. After 5 attempts to remove the screw he decided to leave it in.